Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and analysis was unable to replicate the issue. As the issue could not be replicated, software analysis was inconclusive.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to surgical time. It was reported that the surgeon felt that the screws he placed should have been more parallel with the end plates according to what he saw on the navigation device while placing them and what was seen on the confirmation fluoroscopic shot. The site was using a c-arm and the navigation deice with automatic registration. The surgeon felt accurate throughout the surgery otherwise and there was no reported impact to the patient. Two days post-surgery, the surgeon reported that he felt that there was a navigation inaccuracy.